Manufacturer narrative:
As reported, bard/davol hydrosurg plus irrigator started dripping fluid from the suction irrigator battery case and down the IV pole. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, during an unknown procedure on (B)(6) 2021 a bard/davol hydrosurg plus irrigator device started dripping fluid from the suction irrigator battery case onto IV pump below, causing it to alarm and malfunction. Plastic was used to shield equipment. There was no performance issue and the device functioned as intended. There was no reported patient or user harm.